Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that the pt is without stimulation. The ipg is fully charged. The pt will schedule an appt with their physician and company rep to discuss the issue. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.